Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 month post-operative CT showed the presence of a potential type ia endoleak. A re-intervention was performed to remove previously placed coils and inject trans-catheter fibrin glue successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.